Manufacturer narrative:
Product summary: it was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The system notice could not be cleared, and the balloon catheter was replaced. The case was completed with cryo. It was also confirmed that there was no visible blood on the catheter-coax connection, but visible blood in the folds of the balloon itself. No patient complications have been reported as a result of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The system notice could not be cleared, and the balloon catheter was replaced. The case was completed with cryo. It was also confirmed that there was no visible blood on the catheter-coax connection, but visible blood in the folds of the balloon itself. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 12 injections were performed on the date of the event with no system notice. The first 8 applications were performed with the first balloon catheter and 4 applications with another balloon catheter. A system notice had occurred indicating that the safety system detected fluid in the catheter and stopped the injection (#50005) was triggered multiple times on the date of the event. Visual inspection of the balloon catheter showed that the inner balloon had traces of blood inside. There was no blood inside the catheter handle. Pressure testing revealed a leak through the guide wire lumen. The balloons integrity were intact and no breach was observed. A dissection showed a guide wire lumen breach 1.22 inches proximal from the tip. The reported issue visible blood was confirmed through the testing but not through the data analysis. The balloon catheter failed the returned product inspection test due to a guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.